Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that pump housing was damaged near the pneumatic tap and customer was unable to load a cartridge because it would not fit properly or secure on the pump. In addition, it was reported that a cartridge alarm (alarm 25) occurred. Cause was unknown. Customer's blood glucose level was 250 mg/dl. Customer did not have back up therapy.